Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) behind display issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 09/05/2017¿ device evaluation: the pump has been returned and evaluated by product analysis on 08/09/2017 with the following findings: during investigation, the battery compartment was cracked below the bumper. Unrelated to the original complaint, the display had multiple colored lines, and lines of missing pixels. The pump was opened to find moisture throughout the internal pump.